Event description:
(B) (6). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with systemic exanthem and oral erosion. The index procedure treated the 99% stenosed, 3.5x18mm target lesion located in the proximal right coronary artery (rca). Treatment placed a 3.5x20mm taxus liberte study stent. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged 3 days later with no angina symptoms. The patient had no angina symptoms at month follow up visit. At an unspecified date, the patient developed systemic exanthem and oral erosion. Per the physician, it is unknown what drugs may have caused the symptoms, and it is unknown if treatment was performed.

Manufacturer narrative:
Device evaluated by manufacturer.it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).